Manufacturer narrative:
Hotline attempted to troubleshoot the leak with the customer, but on site service was required as the customer could not get the leak to stop. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced a cracked wash buffer reservoir to stop a leak at the lower connector of the reservoir. The fse verified repairs per established procedures and the results met published performance specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bec) reporting a leak coming from the access 2 immunoassay system fluidics tray. No injury has been reported in connection with this event.